Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they had high blood glucose value and under delivery of insulin. Customer's blood glucose value was 600 mg/dl. Customer's wife declined to troubleshoot for the issue. Insulin pump will not be returned for analysis.